Event description:
The customer reported that after a few sealing cycles, the jaws would not open. It was necessary to cut and coagulate the surrounding tissues to remove the instrument. There were no other complications or injuries to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.